Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, providing the customer with instructions for storage mode, returning the faulty pump, and using an updated pump. The customer was advised to use mdi as backup therapy in the interim and was informed about steps to follow with the replacement pump, including sensor guidelines.